Manufacturer narrative:
The returned cable was evaluated. The returned cable passed visual analysis; however during functional analysis the eeprom was unable to be read. Continuity testing indicated an open circuit between the eeprom and the printed circuit board at the m20 connector. The cable was found to be malfunctioning. When tested with a masimo monitoring device and known good sensor, the unit displayed a "replace cable" error message, and the sensor led did not illuminate. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Model# was updated from "4238" to "25514-001".

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
It was reported: "a rad 97 pulse oximeter was supplied to one of the customer. The patient cable supplied along with the device is not working. There is an intermittent communication with the device." No consequences or impact to patient was reported.